Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic episode while using the ilet system with a dexcom g7, with continuous glucose readings reaching a low of 62 for approximately 15 minutes and recovery to about 120 after oral glucose, and the user expressed concern that recent pump timing changes could be contributing to recurrent lows. Symptoms included hypoglycemia. Outcomes included an alert for urgent low soon/low glucose, use of oral glucose as an unexpected medication intervention, and no health consequences or impact, with no serious injury or illness. Investigation included communication with the user and analysis of information provided by the user, including synchronized pump and cgm data showing one low event during the night. Investigation of this case revealed insufficient information regarding a device problem or component fault and no findings available to indicate a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.